Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2020-00796. It was reported during programming of the patient's scs system, all of the leads contacts had high impedance. Consequently, surgical intervention was taken and the patient's scs system leads were replaced with new leads. The procedure was completed without complications, and stimulation therapy restored.